Event description:
Aca aneurysm remodeling, the balloon was placed in the curve just after the ica bifurcation. With the x-pedion guidewire inn place and the balloon was inflated. When dr wanted to deflate the balloon, it was not possible with the syringe. The only way to obtain deflation was pulling out the guidewire. No pt injury reported.

Manufacturer narrative:
The returned guidewire and balloon catheter were evaluated physically for any obvious anomalies. Under microscopy, the balloon tubing was stretched approx 8mm in length and the outer diameter of the stretched length reduced from 0.72mm to 0.42mm. The returned guidewire displayed stretched and damaged portions in the coiled section. The review of the lot history record demonstrated that the lot was in conformance with all dimensional inspections, and testing. Based on the evaluation performed, the stretched section appears to have affected the dimensional properties of the balloon lumen causing the balloon to not deflate with the syringe. Based on the initial report, and the complaint product lot history, a definitive conclusion cannot be made. The source of when the catheter deformation occurred is unk.